Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 36.3% with a data flag, and the repeated result was 11.8%. The patient's doctor questioned the results, and the sample was repeated on (B)(6) 2026. The result was 5.9%. The result of 5.9% was considered correct as it matched the patient's clinical picture.